Event description:
It was reported that the device failed to open in the middle of the case. It was not reported whether the device was on pt tissue at that time. Add'l info was requested, but no add'l info was provided. A supplemental report will be sent if add'l info is received.

Manufacturer narrative:
The device was returned to the manufacturer and will be evaluated. A supplemental report will be sent upon completion of the investigation.